Event description:
Medtronic received a report that after intubation the 15 mm connector did not fit and disconnected. The connector had to be inserted all the way into the endotracheal tube to achieve a good seal. No patient harm was reported.